Event description:
Per the audiologist's report, this diabetic pt has experienced past issues with skin flap breakdown on the right side. Healing problems were noted again the second appointment post-activation of this device. The pt underwent a skin flap revision (date unk). The pt had a device in the contralateral (left) ear and has not experienced healing problems on that side. By 2007, it was clear that the pt was not healing on the right side. Explant surgery for the right side device was scheduled within the same year.